Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a sensor not active message; during sensor session. The sensor was inserted into the arm on (B)(6) 2026. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.